Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A sample has been received but has not been evaluated. (B)(4).

Event description:
A customer reported that there was balance salt solution fluid leaking into the air line from the administration set. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the pt. Add'l info has been requested.